Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified wear abrasion, creases fold, striated opening on radius and smooth broken on radius. Base on the device analysis the final assessment is: a smooth broken on radius assessed as smooth broken. A striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.